Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated hav igg results while using the architect havab igg assay on the architect i2000sr analyzer. The customer provided the following results (s/co): 07/31/2018: initial result: 2.54 s/co; retests: 0.63 s/co, 0.53 s/co and 1.15 s/co; the specimen was repeated in a series: 1.30 s/co, 1.17 s/co, 0.72 s/co, 0.76 s/co, and 0.74 s/co. There was no adverse impact to patient management reported.

Manufacturer narrative:
The suspect medical device has been changed to the architect havab igg assay, list number 06c29, lot 87317li00. The event documented has been associated with a product recall. The event associated with the updated suspect medical device (architect havab igg assay) is not reportable per 21cfr part 806, as the product has not been distributed in the us. No additional information will be provided in this report.